Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door winch was damaged and needed to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: (B)(6) rev. K, h3) the manufacturer representative went to the site to test the imaging system. The door will not open, damaged gears on winch assembly. Confirmed door will not fully open, found gears damaged on winch preventing door from opening. Replaced winch assembly according to service manual, completed system checkout. The door winch was returned for analysis. They were unable to confirm the reported complaint. Tested winch motor with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows the center cog gear was slightly bent and had missing teeth. Damaged door winch assembly. Please reference 3004785967-2026-00136 for additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.